Event description:
The foley catheter was inserted into patient. Later, the 8 french foley catheter was found to have a wire protruding from it. The wire was observed at the site of the electrical connection and the drainage port. This was believed to be from the temperature probe. Foley was not leaking. There have been five documented events of a similar type in the past two months. Manufacturer response for 8 french foley catheter, level 1 foley catheter temperature sensor (per site reporter). The manufacturer has sent the product to their quality analysis department. Smith medical representative has stated they have not had any other reported issues.